Event description:
A customer contacted stryker to report that their device energy delivery was not as expected when attempting to shock. As a result, proper defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was originally sent in for repair, but the customer declined the repair after discovering the issue was due to incorrect use. There is no device malfunction. The root cause is due to user error, and the device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device energy delivery was not as expected when attempting to shock. As a result, proper defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.